Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in germany, during deployment of a 26mm s3 ultra valve in the aortic position by transfemoral approach, after full inflation of the valve using nominal inflation volume, the balloon of the commander delivery system burst. The valve was implanted successfully with no paravalvular leak. There were no missing pieces of the balloon material. The patient status was good. The degree of native annular calcification was not available. However, the operator did not feel there was relevant calcium in the landing zone. Bav was performed prior to valve deployment.

Manufacturer narrative:
No procedural photographs, video, or imagery were provided for the evaluation. The devices were returned to edwards lifesciences for evaluation. During visual inspection of the delivery system a longitudinal balloon burst was observed. There was skiving/scraping on the pebax material of the flex shaft approximately 6.5 cm from flex tip and 2 cm in length, compression and twisting on flex shaft 2cm from flex tip, a kink on guidewire lumen 10 cm from distal tip, and scratches and gouges on flex tip. During dimensional analysis, the balloon single wall thickness was measured along the edges of the burst location and met the specification. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. DHR review did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. A lot history review revealed no other similar complaints. A review of complaint history on confirmed device complaints (returned and no product returned) from november 2019 to october 2020 showed other similar complaints, but manufacturing non-conformances were identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the device training manual: thv deployment: check to ensure thv is exactly between the valve alignment markers, flex tip is on the triple marker, and balloon lock is locked. Perform thv deployment: unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp = 50 mmhg, and pulse pressure less than 10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during deployment, and ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Balloon burst: step-by-step: if a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints were confirmed. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, after full inflation with nominal inflation volume, the balloon of the commander delivery system burst. It is possible balloon burst may occur due to multiple factors like annulus calcification, over inflation of balloon, or flex tip not retracted during deployment. However, without further patient anatomical information or the applicable procedural imagery, a definite root cause is unable to be determined at this time. Per the report, the physician was not aware that damage to the flex shaft occurred during the procedure. It is possible the flex shaft damage may have occurred due to multiple factors such as excessive manipulation during handling after the procedure and/or shipping. However, without further information, there is insufficient information to determine a definite root cause at this time. The complaint for ¿balloon ¿ burst¿ was confirmed. No manufacturing non-conformances were identified during the evaluation. A definite root cause was unable to be determined. The complaint for ¿flex shaft ¿ damaged¿ was confirmed. No manufacturing non-conformances were identified during the evaluation. A definite root cause was unable to be determined. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.